Event description:
It was reported that the patient experienced a low blood glucose event with a measured value of 52 mg/dl, self-treated with oral glucose tablets and food, and used the device¿s low glucose pause feature while glucose trended upward; the cause of the hypoglycemia was unclear. Symptoms included feeling woozy and awareness of hypoglycemia. Outcomes included recovery to a glucose value of 136 mg/dl without hospitalization or emergency care. Investigation included customer care troubleshooting and education on appropriate hypoglycemia treatment and monitoring for stabilization. Investigation of this case revealed no device malfunction reported, and the ilet was described as pausing insulin delivery as glucose trended downward. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.